Event description:
Account states that the left siderail wouldn't lock correctly.

Manufacturer narrative:
It was found that the mechanism was stiff. It was adjusted and the locking mechanism works correctly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.